Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Upon a follow up call, the patient's nurse stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. Treatment information was not reported. Dianeal therapy was ongoing. The outcome for the event was unknown. Concomitant medications were not reported. The nurse stated that she could not comment on whether dianeal therapy was related to the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10g19078 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.